Manufacturer narrative:
Analysis of the recharger (s/n (B)(4)) found the complaint was unverified. The recharger was received at 1/4 charge. The recharger was charged to full capacity using the test desktop charger, and no trouble was found. The recharge antenna was discolored and replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was burnt by the implantable neurostimulator recharger (insr) after charging all night. After charging the implantable neurostimulator (ins) she noticed she was burnt at the ins site. This had happened once before. The insr did not show any thermometers or change screens to indicate it was overheating and needed to cool. The first time she was burnt was in (B)(6) 2015 and the second time was (B)(6) 2016. Further follow-up is being conducted to determine if the replacement of the recharger resolved the issue with the recharger getting too warm. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.